Event description:
It was initially reported that the patient had a second overdischarge and was in a power on reset (por) condition. Upon interrogation, after coming out of overdischarge, the device was at the end of service/end of life. The overdischarges were related to patient medical issues and compliance with recharging. It was later clarified that it was the 3rd strike overdischarge and the device needed replacing. The patient had the device replaced on (B)(6) 2012 with a non-rechargeable stimulator.

Manufacturer narrative:
Lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: na. Recharger model 37752 serial# (B)(4). Programmer model 37743 serial# (B)(4). Extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na. Extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na. (B)(4).